Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced was taken to the hospital because he started to vomit non-stop and felt really nauseous. The cgm was reading low but when they check via the finger stick, his readings was already 300 mg/dl. He was then brought by his mother to the hospital because he couldn´t stop vomiting and started to feel really weak. At the hospital the patient was treated with IV medication. He only stayed at the hospital for 6 hours and was sent home afterwards. At the time of the report the patient was ok. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.